Event description:
The hosp maintenance staff reported that the head section runs up unintentionally. He stated that there were no injuries. After troubleshooting with a hill-rom svc tech, it was determined that the test port cable was defective causing the unintentional movement. Replacement of the cable corrected the issue.